Event description:
It was reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) site. The patient did not have an infection and x-rays showed the lead tip was at the t8 vertebra. The ins was programmed to electrodes 0- and 3+, pulse width of 450 s, and rate of 30 hz. The ins was turned off, which resulted in some relief from the symptoms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).